Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with reservoir leaks. The customer states there was a leak at the reservoir barrel. The customer states it has caused low blood glucose levels. The customer's blood glucose level at the time of incident was 11mg/dl. The customer treated with food. The customer's most current level was 66mg/dl. The customer states paramedics were dispatched to treat lows. The customer was treated at home. The customer was advised the reservoir would be replaced and returned for analysis. The customer was advised to monitor the device.